Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from one of the lines of the cassette was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis therapy. This alarm occurred during dwell two of five of automated peritoneal dialysis (apd) therapy. The patient was connected at the time of the alarm. During troubleshooting, it was discovered that there was leak from one of the lines of an amia cassette and fluid was on the floor. Renal therapy services (rts) reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.